Event description:
The hospital emergency room staff attemtped to administer a defibrillator shock to a patient using the device with disposable defibrillation electrodes. The device allegedly failed to either charge or failed to discharge, the reported information is not clear. A backup defibrillator was made available and used. There were no adverse affects to the patient reported as a result of the alleged malfunction.